Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown plates: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1 initial reporter facility name: (B)(6). E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on an unknown date, the patient underwent open reduction/internal fixation surgery for a distal femoral fracture with the lcp drill sleeve. On (B)(6) 2023, a distal femur plate was removed and re-fixed. The reason for the removal is unknown. A distal and diaphyseal skin incision was made with minimally invasive plate osteosynthesis (mipo), and the plate was to be slid out through the distal skin incision after screw removal. However, the plate did not slide properly, so the surgeon attached a drill sleeve to the plate shaft and used it as a handle to operate the slide. As a result, the tip of the drill sleeve broke off and remained in the threaded portion of the plate. The plate was then removed, and the fragments were checked against the drill sleeve to confirm that all fragments were removed from the patient¿s body. The surgeon also confirmed by x-ray that no fragments were left in the body. This report involves one unk - plates: trauma. This is report 1 of 2 for (B)(4).